Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right atrial (ra) lead exhibited low pacing impedance and was over-sensing r-wave signal. Chest x-ray performed confirmed that the lead had dislodged. Attempt was made to reposition the lead and upon removing the lead, the lead's helix did not work. The lead was explanted. A new atrial lead was implanted. The patient had no adverse consequences.